Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Manufacturer narrative:
Date of event it estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6)2023. Fsca number is pending.

Event description:
It was reported the patient could not exit MRI mode, but the issue was resolved through troubleshooting. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.